Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully complete. The sam 360p passed ¿out qat¿ from heartsine technologies on the 2nd july 2018. On visual inspection, the membrane tail was found misaligned within the j11 connector. This resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks. This would account for the green status indicator remaining extinguished as per the reported fault. All faults were cured subsequent to the correct installation of the membrane tail. This would confirm a failure due to the misalignment of the membrane tail. Heartsine records indicate the device had performed to specification throughout testing on the 2nd july 2018, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time.it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event . The device had no status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. The device had no status indicator flashing.